Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6)). The investigation determined that the customer's allegation of discrepant hepatitis b virus (hbv) results was substantiated. However, a definitive root cause for the reported event could not be identified. The investigation considered potential causes, including contamination and occult blood infection (obi). While an occult infection could align with the observed results, this could not be conclusively confirmed. A sero-conversion window period was deemed less likely but could not be fully excluded. No issues were identified with the mpx v2.0 assay (lot f26722), and no trends were found. The investigation was limited by the unavailability of information regarding the kit cobas t-scrn wash rgt and kit t-scrn mpx v2.0 control ce-ivd. The results and associated blood bags were not released, and no harm or organ/tissue rejection was reported.

Event description:
The initial reporter alleged discrepant hepatitis b virus (hbv) results for three samples tested with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas taqman instrument. The three edta-plasma samples (B)(6) were tested on (B)(6) 2021. All three samples generated hbv reactive results with the mpx v2.0 assay. However, serology testing (antigen and antibody) for these samples was negative. The results and associated blood bags were not released, and no harm or organ/tissue rejection was reported. On (B)(6) 2021, repeat nucleic acid testing (nat) was performed. Samples (B)(6) were re-tested and again generated hbv reactive results. Sample 14211005276, when re-tested, generated a non-reactive result, which was concordant with the serology results.